Event description:
It was reported that the patient had atrial flutter and a thrombus in the left atrium's auricle discovered at scheduled follow-up visit in 2007, three months after a rf ablation. At the visit, the patient had a regular, rapid pulse of 150 beats/minute. ECG indicated an atrial flutter, 150 beats/minute, duration unknown. The patient stayed at the hospital preparing for a dc-conversion on the next day (the next day). At the time of the pre-procedure tee (the same day), there were signs of a suspect thrombus seen in the left atrium's auricle. Therefore, the patient was sent home and the dc-conversion was rescheduled approximately one month later.

Manufacturer narrative:
The device was not returned to biosense webster for evaluation.